Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a atp (l3/4) for spinal canal stenosis on (B)(6) 2025. During the surgery, the inserter and the hex driver were combined and used as an implant inserter. After placing the implant conduit in the correct position, the hex driver was rotated in the reverse direction as instructed to remove it, but the conduit did not come out. The implant and inserter were not stuck together but were loose and the hex driver was able to move. Suspecting an angle issue, the hex driver was pulled up while slightly changing the angle in various directions, but it did not come out. Considering that the hex driver might not have been loose enough, it was rotated in the reverse direction again, but the hex driver came out. At this point, the conduit also came out. The hex driver was then removed from the body with the conduit still attached, and when it was moved, the conduit came out. It was then attached to a different type of straight inserter and reinserted. This came out as normal, and the surgery was completed successfully within 30mins of delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant), e1 (initial reporter first name), h4. Corrected: d4 (primary UDI number), e1 (initial reporter last name), e4, h8. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a review of the receiving inspection (ri) for llif ui h 10mm 8deg 55/18, was conducted identifying that lot number e21la0520 released in one batch. Batch1: lot qty of (B)(4) units were released on sep 01, 2021, with no discrepancies. Supplier: eit. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.